Manufacturer narrative:
(B)(4). Unit passed displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm noted during self test and confirmed in pump history due to broken trace at pin 1 on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and also volume control was not working. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and displacement test and it passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.